Event description:
Hospital reported a bolus of air was injected into a patient during a procedure. The patient required surgery, but the hospital was unable to clarify if this was a result of the air injection or due to other medical conditions.